Event description:
It was reported that, "the pt had a tha in 2003. Afterward, she had a revision tha in 2009, because the insert(8mm) was worn. Therefore, the surgeon implanted new insert (12mm) instead of it."